Manufacturer narrative:
Refer to evaluation summary: manufacturer ref # (B)(4). It was reported that a patient, (B)(6), male, underwent a left-sided atrial tachycardia procedure, suffered cardiac tamponade which required pericardiocentesis and surgical repair. Cardiac tamponade was noticed during ablation as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and over 2 liters of fluid were removed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6), male, underwent a left-sided atrial tachycardia procedure, suffered cardiac tamponade which required pericardiocentesis and surgical repair. Cardiac tamponade was noticed during ablation as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and over 2 liters of fluid were removed. The patient required 3 days extended hospitalization because of the adverse event. The patient was reported to be in stable condition. The physician feels that the injury was related to both the procedure and the patient condition however the physician is uncertain as the onset was sudden. The customer used st jude brk, catalog# 407201 needle and st jude 8.5 sl0, catalog# 5040119 sheath during the procedure. The generator setting was power control 35watts, cut-off temperature 45c and impedance cut-off 250 ohms. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The concomitant products: carto 3 (B)(4), smartablate generator (B)(4), smartablate pump (B)(4), smartablate remote (B)(4), cs catheter (B)(4), and a soundstar eco catheter (B)(4). (B)(4).